Event description:
It was reported that an ilet bionic pancreas user experienced an elevated blood glucose of 186 mg/dl during the first day of use, which the user attributed to stress, and the user elected to allow the ilet to correct. Symptoms included hyperglycemia without additional clinical effects. Outcomes included no alerts or alarms and no need for medical intervention. Investigation included complaint intake review and user counseling on device use and expectations during adaptation. Investigation of this case revealed no device malfunction and no component issue, with the event consistent with physiological variability during early adaptation. It was concluded, based on previously established findings for similar reports, that the cause was undetermined and likely related to user condition and situational factors rather than device performance. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.

Manufacturer narrative:
Initial.